Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasion was noted at 43.8-44.7cm from the pin, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasions were noted at 16.1-18.2cm and 16.8-19.5cm from the distal tip. Internal insulation abrasions were noted at 14.8-15.9cm, 32.1-33.2cm, and 38.9-40.1cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up in clinic, high out of range, high pacing lead impedance was observed on the right ventricular lead. High, out of range, capture threshold was also noted. Patient was asymptomatic. The lead was explanted and replaced. No further information was provided.